Event description:
This report details multiple failures of the abbott freestyle libre 14-day sensors. The most recent failure being this morning with two other sensor failures in the preceding 2 months. I scan using the app on my iphone xs. I picked up a 6 sensor supply from (B)(6) on (B)(6) 2018. I began using them about a week or so later, when I used up the existing 10-day sensors that I had in my possession. I am sorry I do not have the exact dates of all of the product failures but I am on my 3rd failure since that time. First sensor worked as expected. Sensor two was a failure. I was on a business trip (travel frequently) when it was time to change sensor, so I put it in my carry-on bag and took it with me. When it was time to replace the sensor. I did my usual routine, activating it with my phone. I hit the start new sensor button and it immediately told me the sensor had failed. I called your toll free number the next day as it is not 24/7 service and after about 20 minutes, they said it was probably fried on the tsa conveyor belt - not sure I buy that excuse but be that as it may. A replacement was received at no cost and I shipped back the old one . Upon my return home I put on another sensor and it worked as expected. Today I put on sensor three. After an hour I got a notification that said the sensor was ready to scan. I scanned it with my phone and got a message in the app that said it still needed 10 mins despite the app notifying me it was ready. I waited 10 or 15 mins and scanned again and got a message that said the sensor had failed and I needed to start a new one. Last night I put on sensor 4 which worked for the first scan about 80 minutes after I did the initial scan. I went to bed and when I went to scan this morning, the sensor had failed. While abbott has replaced all sensors at no cost - it requires me to spend at least 2-3 hours dealing with this issue. This is not acceptable at any level. They refuse to provide any feedback on the failures despite requiring me to return them to their testing labs. I used their 10 day product from (B)(6) with zero issues. Upon switching to the 14 day, it has been an unmitigated disaster. To date their representatives have blamed tsa, my local pharmacy and the delivery supply chain for the failures. None of this inspires confidence.